Event description:
The pt was treated in the study and received a precise stent in the right carotid artery. During the index procedure, the pt experienced some left side weakness and was diagnosed with a stroke. The pt was given plavix and a heparin drip was started. The MRI results indicated that there were three small areas of acute cortical infarction at the right frontal and temporal lobes probably embolic. The following day, the pt's muscle strength began returning. The pt was discharged to home and received physical therapy. The event was documented as being related to the index procedure and not to the device.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 9616099-2007-02067 and 1016427-2007-00111. This product is not available for analysis as stated in section. Additional information will be provided within 30 days of receipt.